Event description:
It was reported that post upgrade procedure, after leaving the operating room, the patient's new left ventricular lead was failing to sense and failing to capture. A chest x-ray was performed which showed the lead was dislodged. The lead was explanted and replaced. The patient was stable throughout.